Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console had issues with gas exchange. The system lamp was replaced due to lamp issues. Procedure details and patient impact were not reported. No further information expected as customer was unwilling to provide.

Manufacturer narrative:
The company service representative examined the system and determined the gas issue to be due to an incorrect gas cylinder and was unrelated to the functionality of the device. The xenon lamp exceeded its rated life; therefore, the xenon lamp was replaced. The system was then tested and met all product specifications. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported event of a gas issue is attributed to an incorrect gas cylinder that was not compatible with the system and is unrelated to the functionality of the device. The root cause of the reported event of an illumination issue can be attributed to the xenon lamp which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).